Event description:
It was reported from 6west that a patient received an unspecified medication that was "under-dosed" due to a change in the profile selection from pediatric to adult. It is unknown if the adult profile was incorrectly selected before the infusion was initiated or if the profile was changed during the infusion.

Manufacturer narrative:
The reported issue that a pca infusion was programmed in an adult profile instead of the intended pediatric profile was confirmed. Physical inspection of the device noted the barrel clamp bracket was beginning to become misaligned but had not dislodged from the potentiometer guide. Log analysis shows on 07/25/2020 at 03:25pm an infusion of the drug hydromorphone 1 mg/ml (drugid=2) was programmed to infuse from a bd 50ml syringe with a recorded volume at 27.9073ml. The pca infusion mode was set at pca + continuous with a continuous dose rate at 0.27ml/h. The pca vtbi dose was set at 0.14ml. From the time of 3:25pm to 11:50pm on 07/25/2020 a total of 35 pca demands were delivered. The pca dose vtbi had been increased during this period to 0.15ml at 8:27pm with 15 of the 35 pca doses delivering 0.15ml with each request. A total of 138 pca requests were ignored due to lockout period. The total pca volume delivered between the pca demands and the continuous infusion was recorded being 7.539ml. The pca barrel clamp and plunger position accuracy which are responsible for the pca volume measuring were found to be performing within specification. The root cause for the reported infusion being in the wrong intended profile is being attributed to programming. The pca infusion was programmed in the profile, adult standard instead of the intended pediatric profile; however the intended drug and infusion order were not provided. Device history review: review of the sn (B)(6) service history record showed the device had a manufacture date of 11/20/2018. A review of the device service history record was performed beginning from the date of manufacture to the present date 11/13/2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. However the event was reported to have occurred at a children's hospital and the patient is presumed to be a child.

Event description:
It was reported from (B)(6) that a patient received an unspecified medication that was "under-dosed" due to a change in the profile selection from pediatric to adult. It is unknown if the adult profile was incorrectly selected before the infusion was initiated or if the profile was changed during the infusion.